Event description:
B braun ultrasite horizon pump IV set has packaging that does not identify that cassette contains metal and that IV tubing is incompatible with MRI procedures. Also, the tubing has two valves. The packaging states they are 2 backcheck valves, but after backflow of medication and discussion with b braun, facility was told the higher valve is not backcheck, it's a low pressure control valve with 1 1/2 psi. Dates of use: 2008.